Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that they were unable to stop the insulin pump from delivering insulin to the customer the night prior. The father reported the customer's blood glucose declined to 80 mg/dl after the incident. The father also reported insulin was squirting out during the manual prime process. The father also reported receiving a compromised force sensor system alarm. Troubleshooting found the customer's drive support cap was sticking out. The father stated the customer did not press on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.